Manufacturer narrative:
Further investigation of the event determined water on top of the reaction area due to the misadjusted rinse station affected the assay by additional water dilution. No adverse event was reported.

Event description:
The user received a questionable bun result for one patient sample from the cobas c501 analyzer serial number (B)(4) that was discovered when a doctor questioned the initial result reported. The initial result was 44 mmol/l and the repeat result on another cobas c501 analyzer was 5 mmol/l. Then user refused to provide further information to determine if the patient was adversely affected. Upon evaluation of the analyzer, the field service representative determined the rinse assembly was out of adjustment and was causing splashing from the cuvettes. He adjusted the rinse assembly and to verify the analyzer operation, he ran successful quality control.